Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. It was discovered that this complaint (B)(4) is a duplicate of the original (B)(4) (submitted under the refernce 0009613350-2019-00263). Both complaints report the same issue/event, event date:(B)(6) 2019, implant date:(B)(6) 2019, explant date:(B)(6) 2019, item #: 01.00013.712 lot #: 2973010, hospital name:(B)(6), surgeon name:dr. (B)(6), patient: (B)(6). For this reason, this event will be covered in original complaint (B)(4) and (B)(4) will be set to "not a complaint" in our database. Please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was discovered that this complaint (B)(4). Is a duplicate of the original (B)(4) (submitted under the refernce 0009613350-2019-00263). Both complaints report the same issue/event, event date:(B)(6) 2019, implant date:(B)(6) 2019, explant date:(B)(6) 2019, item #: 01.00013.712 lot #: 2973010, hospital name:(B)(6), surgeon name:dr. (B)(6), patient: (B)(6). For this reason, this event will be covered in original complaint (B)(4) and (B)(4) will be set to "not a complaint" in our database. Please delete this report from your database.

Manufacturer narrative:
Concomitant medical products: item# 01.00013.712, lot# 2973010, dural alpha insert neutr ll/36. Item# 4248, lot# 2972430, allofit alloclassic shl 58/ll. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k013935. Device evaluated by manufacturer: the manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had revision surgery approximately 17 days post implantation due to loosening. Attempts to obtain additional information have been made; however, further information has been received.